Manufacturer narrative:
Return requested. Replacement 19 in monitor shipped to site (B)(6) 2015. Monitor was connected to a test system for a multi-day burn-in test. The image remained normal during all testing. No black screens were observed. The bios is outdated. It is v b 00 and should be c 01. Medtronic investigation of returned suspect device finds that when the monitor was connected to a test system for a multi-day burn-in test, the image remained normal during all testing. No black screens were observed. The bios was outdated. It is v b 00 and should be c 01. Device found to be fully functional. No fault found. Reported issue could not be replicated. (B)(6) 2015 - a medtronic representative performed a navigation system check-out, software passed, hardware test failed. Surgeon monitor replaced. Issue resolved. (B)(6) 2015 - a medtronic representative, following-up at the site, reported the site stated that the behavior happened once while loading a disc and a couple times during surgery. Since getting their new screen no further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system monitor goes black for a few seconds. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Corrections: values provided for the reprocessed and reused and also sent report to FDA? Fields. Additional information: a medtronic representative reported that the event occurred during surgery. The site did not provide patient information. The screen only flashed for about 2-3 seconds each time so it did not delay or impact the surgery. The surgery was completed with navigation as usual.